Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This report is number 2 of 2 MDR supplementals filed for the same patient (reference 0001825034-2017-05029 and 0001825034-2017-05133). Concomitant devices ¿unknown biomet bearing catalog # unknown lot # unknown. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date and subsequently underwent an irrigation due to an infection. Attempts to obtain additional information are in progress, however further information is unavailable at this time.